Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also underwent an implant washout (specific date not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.